Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the probable cause of the issue was the battery in the patient's body. The patient called on (B)(6) 2019 and took the battery out and put it back in. The patient said this seemed to take care of the problem. The patient said the issue seemed to be resolved, although, it seemed to take loner than it used to for the battery in their body to charge up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. Information was reported that the patient thinks her controller isn't correctly reporting her ins charge level. The patient said at first when she was clicking the stimulation on/off button on the controller it wasn't working, but taking about the lithium battery pack out of the controller and putting it back in resolved that. The patient said it took longer than usual to charge her ins up to 100% last night, it took hours. The patient said typically the ins battery depleted from 100% to 50% overnight, but the ins was still at 100% today. The patient said she actually increased settings in the last two days and during the call confirmed that the ins was on. No further complications were reported. No patient symptoms were reported.